Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited healthcare professionals due to their high blood glucose level. Customer's blood glucose level at the time of the incident was 273 mg/dl. The customer stated that they were new to the insulin pump and continuous glucose meter and stated that they were still in a work in progress as to understanding how the system works. The customer stated that they received calibration not accepted alert and lost sensor signal. The customer stated that they failed some sensors due to sensors not adhering. The customer stated they failed one sensor due to bruising, hematoma and blood at the site. The device will not be returned for analysis.